Event description:
A physician reported following the intraocular lens implantation the patient had experienced poor image quality and glare. The patient was unable to adapt to the lens over ten months. The lens was explanted and exchanged in a secondary procedure. Additional information has been requested and received stating since the surgery, she has not been happy with the quality of her vision. She had also been bothered with glare, the patient did not adapt over 10 months. The lens was loaded at the center correctly. There was no damage to the lens. The lens had to be removed, it was cut out and was destroyed. The patient was not hospitalized for the event and had recovered after the lens was exchanged.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been two other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).